Event description:
Patient was in process of transport to the cardiac cath lab with lifepak 10c on board. Patient became pulseless with v-fib rhythm on the way to the cardiac cath lab. Defibrillator would not discharge for defibrillation. Patient was returned to the ed where he was successfully resuscitated and then transported to the cardiac cath lab.